Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's flow sensor was replaced due to dirt and dust contamination. During the evaluation of the device at the manufacturer's service center, internal tubing was found to be connected incorrectly. The tubing connections were corrected to address the issue. The device had evidence of tampering.